Event description:
It was reported, the patient had an infection. It was unknown how long the patient had an issue with the pocket and it was unknown if the patient's wound was open. The patient had a revision to replace the extension and ins. It was noted they wanted to move the ins from the patient's chest to his buttock. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 7495-66, serial# (B)(4), implanted: 1995 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3986ilc lot# n26299, implanted: 2003 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).